Event description:
No new information.

Manufacturer narrative:
Our quality engineer inspected the video for evaluation. Your report of a leak was confirmed; however, the root cause could not be determined. One video was provided for investigation. The video showed a 24g insyte autoguard IV catheter that was being flushed over a dry paper product. A wet area appeared at the catheter tip and at the nose of the adapter, which indicated that fluid likely leaked from the catheter tubing. The characteristics of the leak path could not be observed from the video. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
E.1. Characters limit is exceeded at facility name: (B)(6). H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that ¿cannulation is performed in the left upper extremity, prior verification with catheter rotation to open the lumen, blood return is observed, at the time of permeabilizing the line, blood outflow is observed at the base of the catheter lumen¿. Add info received on 15 sep 2025 has there been any harm to patients or healthcare personnel? No, there was no damage. Could you confirm the quantities affected? One (1) unit. Could you confirm the date on which the incident occurred (dd/mm/yyyy)? It was filed on august 29, 2025